Event description:
It was reported that the patient had been getting implantable cardioverter-defibrillator (ICD) shocks, and as of 12jan2024 had experienced 4 over the last 2 months.

Manufacturer narrative:
Patient gender and weight were not provided and will be requested. Event date was not provided and has been estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported implantable cardioverter-defibrillator (ICD) shocks could not conclusively be established through this evaluation. Review of the submitted log file appeared to capture the device operating as expected at the fixed speed. No notable pump-related events or alarms were observed. Multiple attempts for additional information were sent to the customer; however, no further information has been provided at this time. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. The IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This IFU also lists arrhythmia as a potential late postimplant complication. Section 3, "powering the system," states "do not use batteries to power the system when the patient is sleeping. The patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear system alarms." No further information was provided. The manufacturer is closing the file on this event.